Event description:
It was reported that this right ventricular (rv) lead shock impedance increased from 40 ohms to 134 ohms. Additionally, the pacing impedance measurement increased from 450 ohms to 1046 ohms. The rv threshold measurements increased and the rv amplitude measurements decreased. It was recommended to evaluate the integrity of the rv lead through diagnostic imaging and provocative maneuvers. At this time, the rv lead remains implanted and no adverse patient effects were reported.